Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that symptoms improved and the meter is working now and does not need a replacement.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of increased urination. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.